Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience high blood glucose. The customer¿s blood glucose level was over 400 mg/d/, last was 59 mg/dl and current was 287 mg/dl. Customer treated with insulin pump. Customer reported that the insulin pump had motor error alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Drive support cap was normal. The insulin pump will be returned for analysis.